Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the device was passed through the tricuspid valve in the ap view, and while feeling slight resistance, it was inserted into the ventricle with a behavior that seemed to be caught. During contrast imaging, the hinge part was imaged, so it was not placed there, and a request was made to change the location, and the location was searched two or three times. However, it only went to a similar location and while considering this, the patient suddenly deteriorated, complained of back pain, became agitated, and lost consciousness. St elevation was seen on the electrocardiogram (ECG) and breathing had stopped so intubation was performed to secure the airway. After that, pericardial effusion was confirmed, and drainage was performed. About 600ml to 800ml was drained, and while performing blood transfusion, cardiac massage was performed. The patient also experienced cardiac perforation and tamponade. This situation continued for about an hour, and since the blood pressure did not rise, death was confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.